Event description:
Pace medical was notified on may 18, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that the device was not sensing properly. Complaint was confirmed. Sense and rapid pace parts for replaced. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for failure: unknown.